Manufacturer narrative:
This mandatory report is being submitted after allergan aesthetics received a copy of voluntary report mw 5102843. The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient reported that following coolsculpting treatment, they developed paradoxical hyperplasia.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01608, is a duplicate of mrn 3007215625-2021-01808. Please see mrn 3007215625-2021-01808 for reportable events.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-02347 as the operating record related to this complaint.